Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. (B)(4).

Event description:
Additional information received from the healthcare professional reported that the implantable neurostimulator (ins) was explanted. The patient's indications for use included non-malignant pain and complex reg pain syndrome type ii.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the battery had a reduced capacity due to an overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.735 volts. On (B)(6) 2015 the battery had depleted to the "lock/sleep" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date received by manufacturer on manufacturer report # 3004209178-2015-16245 should have been 2016-06-29.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported that the device was not working. The implantable neurostimulator (ins) had not been working for a while. The patient got into a car accident a week prior to the report. The patient was in the ER and needed a MRI of the lumbar due to the car accident, (B)(6) 2015. It was unknown when the device was not working. No outcome or interventions were reported regarding this event. If additional information is received, a follow-up report will be sent. Additional relevant medical history: non-malignant pain complex reg pain syndrome type ii.